Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Taxus liberte clinical study. Same case as 2134265-2011-01214. It was reported that following a coronary artery stenting treatment procedure, the patient experienced a stent thrombosis, stent under expansion and required a target vessel re-intervention. Lesion 1 was located in the mid right coronary artery. The lesion was 4.0x28mm with 90% stenosis and contained thrombus which was treated with suction thrombectomy. The physician treated the lesion with direct stent placement using a 3.5 x 32 mm taxus liberte stent and post-dilation was performed. Lesion 2 was located in the proximal left circumflex (lcx) with 75% ulcerated stenosis. The physician treated the lesion with direct stent placement using a 4.0 x 20 mm taxus liberte stent and post-dilation. The right posterior descending artery was treated with balloon angioplasty only. On the day of the index procedure, post procedure, the patient experienced retrosternal chest pain with continued inferior st elevation and was brought back to the cath lab. A subacute closure of the rca was found at the proximal edge of the previously placed stent due possibly to edge dissection and/or suboptimal stent expansion. Large amounts of thrombus were removed with aspiration thrombectomy which resolved the chest discomfort, improved the st elevations and restored antegrade patency. However, there was continued residual thrombus noted that was treated with medical intervention and was followed by a repeat section thrombectomy. After additional aspiration thrombectomy, there was substantial improvement in the amount of thrombus present and ivus was used to identify the etiology of the subacute closure. Following ivus, a 4.0 x 8 mm taxus liberte stent was placed overlapping the proximal edge of the previously placed study stent and the entire stented segment was post-dilated. Following stent placement, there was excellent angiographic result of the rca and a patent lcx study stent was noted with no thrombus present. The patient was discharged 2 days later on aspirin and prasugrel.

Event description:
It was further reported that lesion 1 was located in the proximal right coronary artery not the mid right coronary artery as previously stated with 0% residual stenosis and timi flow 3 following index procedure. Lesion 2 revealed a possible thrombus present, was 15 mm long with a reference vessel diameter of 4.5 mm with 0% residual stenosis following index procedure.